Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: short circuit in the motor cable. Motor cable replaced. "Micro": preventive replacement of o-rings performed short circuit in the cable is the possible cause for the intermittent operation. We cannot determine a possible cause for the short circuit. The unit was cleaned and the testing of the unit was completed the unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device [product code: 283512, serial number: (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. The device was returned to customer after service and repair. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that during a shoulder arthroscopic surgery the micro tornado handpiece with hand controls is not working. The device stopped working during the procedure. The procedure was completed with another company's device with no patient consequences but there was a ten minute surgical delay.